Event description:
Device malfunction: restenosis and stent fracture. Time of malfunction: 12 months post procedure. Symptoms/ae: unk. It was reported that approx 12 months post procedure of a carotid artery stenting, the pt had an angiogram revealed that the xact stent was 90% restenosis and fractured. A non-abbott stent was placed and the pt experienced neurological symptoms during the revascularization procedure but was reportedly doing well post-procedure. There were no other reported pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The stent remains in the pt. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.